Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their blood glucose levels. The customer states they were changing their infusion set and their levels were over 600mg/dl. The customer did not have time to troubleshoot at the time of call and would be calling at a later time.